Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A consumer whose indication for use was dystonia reported that within a couple of weeks of initial implant which was on (B)(6) 2013 the patient had noticed drainage from their wounds, the patient had an infection. The patient had gone back to the hospital where emergency surgery was performed. They cleaned off the wires in the patient's brain and put the patient on intravenous antibiotics for 7 weeks. Follow-up attempts were attempted. If additional information is received a supplemental report will be submitted.